Event description:
It was reported that the monopolar curved scissors instrument was not working. No additional information was provided. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that the instrument tube extension was broken at the main tube interface. The instrument wrist was also covered in a sticky residue, making the grips difficult to open and close. During evaluation, engineering also observed that the distal end of the instrument main tube had a 5" section of material removed. It was determined that the failure mode is consistent with the use of potentially defective cannula accessory, which may remove material from the instrument during use. The following defective cannula medwatch reports listed below were also sent to the FDA. These reports only pertain to defective cannula returned from this specific site. MFR. Report #2955842-2007-00167, MFR. Report #2955842-2007-00168, MFR. Report #2955842-2007-00169,MFR. Report #2955842-2007-00170, MFR. Report #2955842-2007-00171,